Manufacturer narrative:
Correction: two incorrect statements were included in block b5 of the initial report: (1) the b5 stated that the patient had undergone removal on (B)(6) 2021. Mentor has received no information about an explantation. (2) the b5 stated that the device is a mentor smooth round moderate plus profile 450cc. The correct identity of the device is that it is a mentor memorygel breast implant 425cc gel breast prosthesis. Additionally, an incorrect brand name was reported in block d1. Manufacturer¿s reference number: (B)(4) b5: (1) replace sentence "as a result, the patient had undergone removal on (B)(6) 2021." With "at the time of this report, mentor has received no information regarding explantation or an expected explantation date." (2) replace "mentor smooth round moderate plus profile 450cc" with "mentor memorygel breast implant 425cc gel breast prosthesis". D1: replace "mentor smooth round moderate plus profile" with "mentor memorygel breast implant".

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a mentor smooth round moderate plus profile 450cc and suffered from a capsular contracture on the left side. As a result, the patient had undergone removal on (B)(6) 2021.